Event description:
While the technician backed the unit through the door and turned it, the unit allegedly began to increase in speed. Technician released the handle, but the unit allegedly did not stop and pushed the technician into the wall and then to the floor. Technician was treated for a mild abrasion to the right lower leg.